Manufacturer narrative:
Updated: g6, h2, h4.

Manufacturer narrative:
According to the facility the clamp being used during in-office procedures is not securing tightly enough causing an irregular incision and significant bleeding in newborn patients. No additional information was provided. The device was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the clamp being used during in-office procedures is not securing tightly enough causing an irregular incision and significant bleeding in newborn patients.